Event description:
Event description guidant received information that three days post implant, the implantable cardioverter defibrillator (ICD) and lead system shows oversensing with a loss of capture and pacing inhibition. All lead measurements are normal and unchanged since implant.